Event description:
The reporter contacted animas on behalf of her son (the patient) alleging that the buttons of the pump were sticking and not springing back as usual. The reporter also alleged that the keypad was peeling although the buttons were springing up and down normally. The reporter claimed that it was taking the patient a long time to program boluses. The reporter denied that the keypad was peeling, lifting or damaged. She also denied any exposure of the device to water.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.